Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a shaft break occurred. The target lesion was located in the non calcified and non tortuous femoral popliteal graft. The sterling es pta balloon dilatation catheter was inserted into the patient through a 4 french x 25 cm super sheath. The balloon catheter was advanced to the lesion over a .014 non bsc guide wire and angioplasty was performed successfully. The balloon was deflated and upon removal of the sterling, "it was very tight coming out". As they were going to proceed with another catheter to view the vessel, they noticed the shaft of the sterling had broken into two pieces. The distal portion of the catheter containing the balloon remained in the sheath. The separated portion of the catheter and the sheath were removed together. The procedure was completed with sterling balloon catheter. There were no patient complications reported and the patient's condition is reported as "ok".

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).